Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this lead, the helix failed to function as intended and system measurements were difficulty to obtain. The physician elected to remove the lead and replace with another of same model type. No adverse patient effects were reported. The lead is expected to be retuned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the attempted implant of this lead, the helix failed to function as intended and system measurements were difficulty to obtain. The physician elected to remove the lead and replace with another of same model type. No adverse patient effects were reported. The lead was later retuned for analysis.